Event description:
During an angioplasty procedure, prior to utilizing the product in the patient, the distal tip of the guidewire unraveled at the joint between the distal tip and the main body of the wire. The product was protected by the plastic sleeve. The package was intact, no signs of tampering or being crushed. There was no patient injury; the product was not used.